Manufacturer narrative:
The device records 11 manual power ups mainly of ten minutes duration between 25th march 2015 and the last log entry on 25th may 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned, because the pad unit powers on without manual intervention.